Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 23-may-2023. Investigation summary: mgit 960 supplement kit batch 2293455 is composed of mgit panta batch 2293347 and mgit 960 growth supplement batch 2293450. The batch history record review for mgit 960 supplement kit batch 2293455 was satisfactory. No quality notifications were generated during manufacturing and one other complaint have been taken on this kit batch. The components of kit batch 2293455 were reviewed and all batch history records were satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. Performance of each kit component was satisfactory procedures. Retention samples were inspected for growth supplement batch 2293450 (6 vials) and panta batch 2293347 (10 vials) and media defects were not observed in any of these retention samples inspected. For further investigation two panta vials were reconstituted with deionized water. One panta vial reconstituted with deionized water was placed into the 20-25-degree celsius incubation, and one panta vial reconstituted with deionized water was placed into the 33¿37-degree celsius incubator. For additional testing two panta vials were reconstituted with growth supplement batch 2293450. One panta reconstituted with growth supplement was incubated at 20-25-degrees celsius (the remaining growth supplement in the vial was also incubated), and one panta reconstituted with growth supplement was incubated at 33-37-degrees celsius (the remaining growth supplement in the vial was also incubated). At the end of a fourteen-day incubation period no microbial growth was observed in 6/6 incubated retention vials. Two photos were received to assist with the investigation: both photos show a reconstituted panta vial from batch 2293347, with parafilm around the stopper. There is also a closed partial kit carton from batch 2293455 in the background. The does appear to be possible fungal growth in the panta vial. No returns were received to assist with the investigation. Bd will continue to trend complaints for contamination. This complaint can be confirmed by the evidence provided by the photos received. No complaint trends for this defect has been identified for this product ;no actions are indicated at this time.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was contamination. The following information was provided by the initial reporter: fungus growth in the supplement vial, when they open the box.

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 supplement kit that there was contamination. The following information was provided by the initial reporter: fungus growth in the supplement vial, when they open the box.